Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: service and repair evaluation: the customer reported that the hand piece for battery powered driver need repair. The repair technician reported that contact plate was cracked, wire were discolored, debris on barriers was present and rust was present on motor and drive shaft. Device was running low at forward, fast-forward and reverse. Irregular sound was coming from motor, it was sounding when lock out features was on. Also, cosmetic and verify lock out feature works with battery test was failed. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: device history record (DHR) review conducted: part# 05.000.008. Synthes lot# 005645. Supplier lot# 005645. Release to warehouse date: 20 .jan. 2014. Supplier: triangle manufacturing . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hand piece for battery powered driver need repair. The issue was observed during routine testing. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. During manufacturer's investigation of the returned device it was found that contact plate was cracked, wire were discolored, debris on barriers was present and rust was present on motor and drive shaft.